Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, approximately 20 patients received high potassium results. Upon repeat, the results were normal. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 03-may-2024. Bd received 2 samples for investigation. The quantity of customer samples received were not sufficient to evaluate in a clinical study therefore retention samples were used. Factors that may contribute to erroneous results-potassium were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes, erroneous results-potassium, because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results-potassium. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3 other text : see h10.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, approximately 20 patients received high potassium results. Upon repeat, the results were normal. There was no report of patient impact.